Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included peritoneal adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, abdominal pain, tooth disorder, abnormal weight gain and fatigue had not resolved and the pelvic discomfort, menorrhagia, back pain, abdominal distension and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, back pain, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: rings visible: right: 4, left: 2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received. Lot number, reporters information, rcc and medical history were added. Malfunction category removed for event: device ineffective. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, abdominal pain, tooth disorder, abnormal weight gain and fatigue had not resolved and the pelvic discomfort, menorrhagia, back pain, abdominal distension and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, back pain, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the abortion spontaneous, pelvic pain, abdominal pain, tooth disorder, abnormal weight gain and fatigue had not resolved and the pelvic discomfort, menorrhagia, back pain, abdominal distension and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, back pain, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: case become serious incident from non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.